Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge. The device is perpetually rebooting. Perform functional test: cannot perform due to perpetual reboot. A review of the downloaded data log did not find any errors related to the customer complaint. Cut open case, inspect hw: pass, no issues found. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional patient or event information is available. No product was provided for evaluation. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The reported event could not be confirmed. A root cause could not be determined.